Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. After mapping the heart the patient became hypotensive. A cardiac tamponade was noted by using ultrasound. A pericardiocentesis was performed and over 2000ml of fluid was withdrawn and then transfused. The patient was then sent to surgery. Biosense hardware worked within specifications and the caller does not request evaluation of hardware systems. The physician¿s opinion on the cause of the adverse event was the patient had very thin tissue in left atrial appendage (laa), the lasso pushed through it when the catheter fell into the appendage. The patient outcome was fully recovered (no residual effects). The patient had to go to cardiothoracic (CT) surgery and have the laa perforation closed. There was no ablation done prior to the hypotension and cardiac tamponade. The perforation was caused by the lasso catheter which was confirmed by the CT surgeon and ep doctor. A smartablate generator was used during this case. A transseptal puncture was performed with an abbott brk. Prior to noting the cardiac tamponade ablation was not performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag were enabled, ablation catheter was not responsible for the perforation though.